Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that sometimes the spo2 readings are below 80% and sometimes pulse rate is above 180. Sensor was already changed. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During an visual inspection of the sensor, it was found to have excessive corrosion at the detector copper shield. The sensor functioned as designed during use testing; however when used with a simulator the sensor displayed an error message. The alleged issue of inaccurate values could not be duplicated. The product was received without lot information.